Manufacturer narrative:
(B)(4).

Event description:
It was reported by the medical doctor that an intra-aortic balloon (iab) was placed, it was noted by the intensive care unit staff that there were intermittent augmentation on the arterial pressure waveform. The staff noted an alarm message with text saying check balloon too large, kinked catheter. It was confirmed that there was a message that said high pressure alarm. The iab and sheath was checked and there were no kinks or blood noted. Once the troubleshooting was attended to, if the alarm continued after troubleshooting to suspect a catheter rupture and to monitor for persistence of the alarm and the presence of blood in the gas driveline tubing. Blood was not noted at the time. Then the staff did note blood in the tubing, stopped pumping and removed the catheter. There were no issues or resistance on catheter removal. Re-inflation of the catheter ex-vivo by clinical staff revealed perforation at the tip. It was reported that the patient deceased. Dr. Odgerel tumur made the medical judgment that the device did not cause or contribute to the patient's death. The patient died of cardiogenic shock.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported by the medical doctor that an intra-aortic balloon (iab) was placed, it was noted by the intensive care unit staff that there were intermittent augmentation on the arterial pressure waveform. The staff noted an alarm message with text saying check balloon too large, kinked catheter. It was confirmed that there was a message that said high pressure alarm. The iab and sheath was checked and there were no kinks or blood noted. Once the troubleshooting was attended to, if the alarm continued after troubleshooting to suspect a catheter rupture and to monitor for persistence of the alarm and the presence of blood in the gas driveline tubing. Blood was not noted at the time. Then the staff did note blood in the tubing, stopped pumping and removed the catheter. There were no issues or resistance on catheter removal. Re-inflation of the catheter ex-vivo by clinical staff revealed perforation at the tip. It was reported that the patient deceased. Dr. (B)(6) made the medical judgment that the device did not cause or contribute to the patient's death. The patient died of cardiogenic shock.